Manufacturer narrative:
The product was not returned; therefore, an evaluation, analysis of the device was not possible. However, data logs were reviewed. Low purge pressure was reported throughout support and purge cassette change did not resolve the issue. Data logs confirm the low purge pressure alarms. There were no motor current or placement signal spikes or trends. Product history review was completed, and the pump passed all sterile inspection checks. There are purge flow tick issues as well as variable purge pressure and flows. However, the cause of the purge leak pump was not determined as the product was not returned.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support and during the entire case there were low purge pressure alarms. To address the issue, the team swapped to d10 without resolution and then swapped purge cassette still without resolution. The team also checked the line for loose connections or kinks. The case proceeded without incident with no significant changes in motor current or patient hemodynamics. The pci was successfully completed. The impella was weaned and explanted in the procedural area. There was no report of adverse effects to the patient.